Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, oversensing and a possible fracture. It was also noted that the rv lead had sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes due to noise. During lead extraction the lead ruptured, the lead was partially explanted and the distal end of the lead will stay in the body. Additionally, the right atrial (ra) lead had chronic high thresholds and a sudden increase in pacing thresholds.. The ra lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress,the visual summary analysis of the lead indicated apparent explant damage and s tretching.the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. Tissue visible on helix. No further helix testing possible. Damaged at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.